Manufacturer narrative:
Section d9. Device available for evaluation? Yes date returned to manufacturer: september 1, 2021 section h3. Device evaluated by manufacturer? Yes device evaluation: visual inspection revealed that the device returned with the lens stuck at the cartridge tip. Part of the lens is observed damaged out of the cartridge tip. There was no assembly issue identified neither cartridge damaged, the device plunger was in advance position. Traces of viscoelastic residues were observed inside the cartridge. The reported issue was verified; however, due to the condition in which the sample returned it is not possible to determine the condition observed is related to handling or to the manufacturing process. Based on the sample evaluation and the handling process observed with the device, no product deficiency could be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that the intraocular lens (iol), model dcb00, was removed and replaced in the same procedure due to a lens issue. Account indicated that the lens was partially inserted in the patient's right eye when doctor noticed lens was faulty and retracted it back into the cartridge. The procedure was completed using another johnson and johnson iol of the same model and diopter. No further information is available.